Manufacturer narrative:
An event regarding fretting is reported involving metal head. The event was confirmed by mar. Method & results: -product evaluation and results: visual inspection - visual inspection of attached images was performed and stated that - the returned head is shown. Wear damage on the inner taper of the head was consistent with the interaction against the stem trunnion. The inner taper was examined further using a scanning electron microscope (sem). Ma - the sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head alloy was consistent with the material callout on the drawing (an astm f1537 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional, dimensional analysis of device could not performed as device was received in damaged condition. -clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced . Conclusions: it was reported that patient left hip was revised due to trunnionosis. The event was confirmed. Visual inspection of attached images was performed and stated that - the returned head is shown. Wear damage on the inner taper of the head was consistent with the interaction against the stem trunnion. The inner taper was examined further using a scanning electron microscope (sem). Ma - the sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head alloy was consistent with the material callout on the drawing (an astm f1537 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because lack of information for example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After tha, armd occurred. Removed liner and head, and implanted other implant. Trunnionosis was also confirmed slightly. Customer wants to know how much head was worn. Update: are there any allegations against the revised liner (i.e. Wear, deformation etc)? No left or right side: left.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After tha, armd occurred. Removed liner and head, and implanted other implant. Trunnionosis was also confirmed slightly. Customer wants to know how much head was worn. Update: are there any allegations against the revised liner (i.e. Wear, deformation etc)? No left or right side: left.